Event description:
It was additionally reported that the right heart failure was not pre-existing and not thought to be device related. The patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right ventricular dysfunction could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", discusses the potential development of right ventricular failure during or shortly after pump implantation as well as the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right ventricular dysfunction that did not require support. The patient was started on milrinone and discharged home. The patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.